Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that she had developed an itchy irritation underneath her breast. The patient's doctor diagnosed it as a yeast infection and prescribed an anti-itch cream. After using the cream, the patient reported that the irritation healed.